Event description:
The customer reports: peel away sheath broke (would not separate) as nurse was breaking it apart to remove it from patient. The sheath broke apart prior to the handles falling off, so the nurse was able to remove it from the patient. The nurse said she almost had the introducer fully peeled away, but when she got to the last 3 or 4 mm, the plastic broke and part of the introducer was still around the catheter because it didn't separate at the tip.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath for evaluation. The sheath was returned completely peeled and with one of the sheath hub tabs separated (half a: unbroken tab and half b: broken tab). The customer noted that as a result of the sheath body not tearing apart correctly, while attempting to tear the sheath apart, the tab broke off. The extra force used while attempting to break the sheath apart most likely caused the tab to break off and therefore will not be a part of this investigation. Dried blood was observed on the sheath body. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. The edges of the separated halves appeared rippled and uneven along the score line. The distal tip of both halves was jagged and uneven. A manual tug test confirmed that the sheath tab still connected to its hub was connected securely. A device history record review was performed and no relevant findings were identified. The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. The edges of the separated halves appeared rippled and uneven. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: peel away sheath broke (would not separate) as nurse was breaking it apart to remove it from patient. The sheath broke apart prior to the handles falling off, so the nurse was able to remove it from the patient. The nurse said she almost had the introducer fully peeled away, but when she got to the last 3 or 4 mm, the plastic broke and part of the introducer was still around the catheter because it didn't separate at the tip.